Event description:
The dental implant fx4510swc was removed on (B)(6) 2017 due to loss of osseointegration 3 year and 10 months after implantation. The doctor noted periodontal disease during the surgery. The patient has no significant medical history. The patient has recovered without complications.